Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported the customer has been experiencing tubing issues over the past year when administering tpn, hal, and lipids. The sets are occluding, disconnecting, and/or leaking from the filter, with an increase in the past month. There was no patient harm. Although requested, no further information or details of the event was available.